Event description:
Product analysis for the generator was completed and approved on 06/24/2020. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. Review of data dump showed high impedance seen on (B)(4) 2018 at 5489 ohms, (B)(6) 2018 at 8911 ohms, (B)(6) 2018 at 11533 ohms and back to normal levels on (B)(6) 2020 at 3237 ohms.

Event description:
An x-ray image was received and reviewed which showed the pin inserted past the connector block. The patient underwent revision surgery. The m106 an old lead had high lead impedance just prior to or procedure. The m106 was visually inspected and it was noted that the pin was past the connector block.. The lead pin was removed and a resistor pin (from accessory kit) was inserted into the m106. High lead impedance (>10k ohms) was seen with resistor pin and m106. The explanted 106 device has been received for analysis but has not been completed to date. MFR report # 1644487-2018-01582 reports the high impedance on the lead.